Manufacturer narrative:
H6 erroneously entered on the initial manufacturer device report number therefore updated to the correct code on this report. The investigation was completed. The pump was not returned for investigation. Data log was not returned for investigation. Device in wrong position: the pump was not returned for investigation. Clinical details indicate that while removing the peel-away sheath, the device was advanced too far into the ventricle. The device was then pulled back to an angiographically appropriate position. Later in the ICU, echo revealed the impella at 6 cm. Cardiology performed a 3 cm pullback, with appropriate waveforms and the touhy tightened. An "impella in aorta" alarm activated after a blood pressure spike; attempt to advance the device at the bedside with echo was unsuccessful. The patient was taken back to the cath lab and the impella was replaced. The cause of the device positioning issue was not determined without returned product investigation and sufficient clinical details. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced positioning alarms and hematuria. The pump was repositioned and eventually replaced. The patient was in stable condition.